Event description:
Acorn tip was reported missing by sterile processing department two hours post procedure. Equipment, linens and room searched, doctor notified of missing instrument. Doctor reported that she notified the patient and had the patient do a self vaginal exam. Patient stated she did not find anything abnormal. Patient presented to the doctor's office one day post-op with pain. Acorn was found in the vagina at this time.